Event description:
During rotator cuff repair, surgeon inserting anchor using standard awl technique, tip of implant broke off before anchor was seated. There were three anchors with the same cat no and lot number that broke in this case. Broken pieced removed by pulling out with suture. E-mail confirmed back up anchor was put in a different hole, and the bone of patient was very good quality, possibly on the hard side. Device will not being returned for evaluation.

Manufacturer narrative:
(B)(4).